Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/01/2026, was chosen as the best estimate based on date the manufacturer became aware of the event 03/04/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the follow up routine spaceoar vue placement procedure, the scan showed a fine line of hydrogel, however at the midland and apex there is a breach of the outer rectal wall and then towards the apex it moves under the muscularis and gets close to the mucosa, it seemed that 5 cc of the hydrogel was placed in the incorrect location. The patient was reported as asymptomatic.